Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight is not provided / unknown. Unique identifier (UDI) number is not provided / unknown. Initial reporter¿s title, first name and last name are not provided / unknown. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It is reported that immediate replacement was attempted and the implant did not achieve primary stability. The area was grafted with allograft prior to or simultaneously with original implant placement. Tooth site # 10.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report corrected information. The placement date was reported incorrectly previously and has now been corrected to (B)(6) 2021 the following sections are being reported: d6a. If implanted, give date was corrected. H2: if follow-up, what type h10: additional narratives/data